Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant. Addr01 ipg 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead fractured. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.